Event description:
Per the clinic, the patient experienced painful shocking sensation down to the chin and jaw area starting in (B)(6) 2025 (specific date not reported). There was no change in sound quality and no trauma has been reported. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.